Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. However; the customer stated that while biomed was testing the unit and running it on internal battery, an 'odd' clicking sound was discovered when the fio2 was set to anything other than 21%. The sound did not appear on the manometer or with the inflation of the test lung as a jittering of flow, but rather as an unusual sound.

Event description:
The customer reported to vyaire medical that when the laptop 1200 ventilator was plugged in and charged, but it would not turn on when unplugged to use. He issue occurred during patient-use and the patient was manually ventilated until the ventilator was plugged back into the wall.the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue as the original complaint was not duplicated in the fa lab. The uut was tested and found to function normally. Root cause of failure was not reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.